Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device was impossible to open the stapler. They use a new load to resolve the issue in order to complete the case.